Event description:
The customer stated that she was treated by paramedics for a blood glucose reading of 20 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer stated that she overexerted herself and was more active than normal on the afternoon of the event, which probably contributed to her low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.